Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The guidewire is expected to be returned for failure analysis but was not received by the time of this report. An exact cause for this issue cannot be determined from the information provided. If the product is returned and/or additional information is received, a follow-up medwatch report will be submitted.

Event description:
The safari wire was inserted into the left ventricle through a pigtail catheter. Once inside the ventricle, the wire appeared out of plane and did not appear to have the safari shape. The device was removed to inspect visually. By visual inspection, it appeared unraveled and had lost it's shaped. At that point we elected to exchange for a second safari wire.

Manufacturer narrative:
A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested and was determined to be acceptable. The guidewire was returned for analysis on 12/12/2016. As received, the specimen consists of one each clinically used, damaged safari wire 300cm sml crv device; returned coiled, loose and double-bagged within "zip-lock" style poly biohazard pouches. The returned specimen presents a 90 degree rotation bend (twist out of plane) located approximately 1.50 to 2.30cm from the distal tip and several large radius bends scattered over the length of the device. The specimen does not present any indication of unraveling. During manufacturing and packaging of this product the operators are instructed to 100% visually inspect for any obvious defect. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the evidence presented by the sample and the information provided by the supporting documentation, procedural and/or clinical factors appear to have impacted on the event as reported.